Manufacturer narrative:
It was reported that a fire occurred while the cautery device was being used in an unidentified procedure. The mode, use, and settings of the cautery device were not reported. Information about the generator used at the time of the incident was not reported. No impact to the patient, the patient's stability, or to the unidentified procedure was reported. No injury to a staff member was reported. No sample was returned to the manufacturer for evaluation. Despite multiple good faith efforts to obtain additional information, the facility contact was unable or unwilling to provide any further patient, product, or procedural information to the manufacturer. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a fire occurred while the cautery device was being used in an unidentified procedure.